Manufacturer narrative:
(B)(4). The device has been returned. The investigation has not been completed.

Event description:
Device issue: loose knot. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, during use, the knot was found to be loose. A second proglide device was used to achieve hemostasis. There were no reported patient adverse effects. No additional information was provided.